Event description:
I have four kids I had a set of twins on (B)(6) 2010. I went to consult the obgyn on getting a permanent fix because I do not want anymore kids. This was done on (B)(6) 2011. The doctor I spoke with said there would be no long term pains, I will be up and going same day and next day. There would be no incisions made. He pretty much sold me on this device. Said he was never heard of any problems or them going wrong on his books that is. So I thought have two kids then a set of twins that would be great. Well everything was good with it until recently. I have had it 2 1/2 years and now I have had pelvic pains, lower back pains, memory loss, tiredness, I hurt a lot I am not able to go out and have fun with my kids, and there is a lot more issues I have with this device called the essure. Every test I have had so far has came back good I hope to have an MRI soon. I am not sure what the outcome of this will be yet. I am still having all kind of test done to figure it out.